Manufacturer narrative:
On (B)(6) 2016, a medtronic representative went to the site to test the equipment. The imaging system was operational upon arrival. The gantry door was manually opened and the dingus was adjusted. The system was calibrated. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A medtronic representative reported that, when the site attempted to close the gantry door of the image acquisition system (ias), the rotor spacer somehow got misaligned on the dingus, and the door would not close. No patient was present during this event, so no patient demographics are applicable.